Manufacturer narrative:
A1: patient identifier: requested, not available. A2: age & date of birth: requested, not available. A3: patient sex: requested, not available. A4: weight: requested, not available. A5: ethnicity: requested, not available. A6: race: requested, not available. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E3: occupation: distributor. The actual device is not available for return, therefore the details of the actual condition of the sample were unable to be determined. The retention samples were visually inspected and confirmed that the injection gasket (ig) was properly attached to the plunger and free from the deformity. The samples were evaluated for gasket fit force and stopper strength. All samples showed passed results. We received a total of three (3) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. The root cause of the complaint could not be identified to be related to our production or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot and the retention samples met the required specifications. Our syringe machine runs under validated and routinely checked parameters. The syringe assembly process has an automatic machine inspection system installed that can trap and reject defective plungers and faulty engagement between the injection gasket and the plunger. We have a series of inspections from the molding process to the outgoing process that check the conditions of the syringe. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that when taking chemotherapy drugs, the black rubber stopper was not fully sealed. Which resulted in leakage of the drug's solution. Chemotherapy drug exposure due to leakage puts healthcare at risk. The event occurred pre-treatment. The patient was not injured during the event and medical/surgical intervention was not required.